Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019 two mitraclips were implanted in the patient with grade 4 mitral regurgitation (mr). The mr was reduced to grade 1-2 with the mitraclips. On (B)(6) 2019 the patient had shortness of breath, severe orthopnea, productive cough and lower extremity edema. An esophageal echocardiogram on (B)(6) 2019 found mr grade 4 and the mitraclips were well seated. The physician reports that there was no obvious sign of a single leaflet clip attachment; the worsened mr was due to progression of valve disease. The patient declined surgery and went home on hospice on (B)(6) 2019. The patient expired on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A cause for the death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.